Event description:
The recently updated broselow tapes, v3 2025 (36-23446 rev 3) has been found to have 2 errors. #1. Flumazenil dosing on the calculation basis table towards the beginning of the card lists the dose as 0.1 mg/kg. (The dose should be 0.01 mg/kg; a 10-fold overdose). #2. Vecuronium on the calculation basis table for the "pre-rsi" indication, lists the dose as 0.1 mg/ml (should be mg/kg). - the vec dose under the post-rsi is correct right below it. It appears that the calculated dosing in the color tables based on patient weight, are correct. The manufacturer has been contacted, and they currently have no plans to do a correction. They said it will be corrected with the next update (timing not announced as to when that is). At this time, our sites are left with having to black out the wrong information and add a sticker with the corrected dosing. We do not feel we can remove the cards, because this leaves the ER without dosing help for patients that come in. Ismp has been notified as well and I have been told they will highlight the typos in an upcoming ismp-institute for safe medication practices newsletter.